Event description:
It was reported the patient presented to the ER with pain at the ipg site due to its current implant position. Reportedly, the issue occurs regardless of stimulation being on or off. The patient has requested to have the system explanted as the next course of action.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI: not applicable, no UDI available.